Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed of the burr was not stable. While platforming the 1.75mm rotablator rotalink plus fluctuations in speed were noted by the operator although the rotational speed of the device remained slower then desired. The device never entered that patient and the procedure was successfully completed with a new rotalink plus unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the rotalink plus unit was received for analysis. An initial examination of the complaint device was carried out. It was attempted to move the advancer knob forward and resistance was noted. The device was then separated and it was visually evident that the coil near the catheter housing was kinked. No issues were noted with the burr unit's handshake connection. A tug test was performed to examine the integrity of the handshake connection. Additionally, a connect/disconnect test was carried out . No issues were noted with the handshake connectors of the rotalink plus unit. An attempt was made to insert a guidwire into the returned device. Resistance was met near the catheter housing due to the kink in the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most provable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed of the burr was not stable. While platforming the 1.75mm rotablator rotalink plus fluctuations in speed were noted by the operator although the rotational speed of the device remained slower then desired. The device never entered that patient and the procedure was successfully completed with a new rotalink plus unit. No patient complications were reported.

Manufacturer narrative:
(B)(4).